Event description:
It was reported that during a revision of gastric band procedure, the surgeon was removing the patient's gastric band laparoscopically and he was using our trocars. He used 12mm trocar and inserted to the patient who had a gastric band; he inserted it on the same spot where the previous trocar was located. The gastric band was removed. The operation was a success and the patient was transferred to hospital ward and stable after that. Six hours after the operation, there was bleeding and the patient had hematoma on the location where they put the 12mm trocar. Re-admitted patient back to theatre; re-opened and dried out hematoma. The patient is fine and stable after that. One device will be discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.